Manufacturer narrative:
Npb was not authorized to service the device. Per customer, they will be replacing the analog interface (ai) pcb.

Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.